Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 10:30 a.m., the patient's dexcom cgm displayed a glucose reading of either 348 mg/dl or 478 mg/dl; however, the patient was unable to recall the exact value. The patient then performed a blood glucose meter (bgm) test, which showed a reading of 473 mg/dl. The patient drove herself directly to the hospital, where approximately 30 minutes later, a nurse obtained a bgm reading of around 455 mg/dl. The patient did not report any dexcom cgm readings at that time. The patient stated that her blood glucose was extremely high and described the situation as almost diabetic ketoacidosis (dka not confirmed), after which she was taken to the emergency room. Due to the elevated glucose levels, insulin was administered. The patient did not report any cgm or bgm readings following insulin administration. The patient experienced symptoms including muscle cramps, excessive thirst, and a general feeling of being unwell. During her hospital stay, the patient experienced hypoglycemia on two occasions, with blood glucose levels dropping dangerously low, which required closer and more consistent monitoring. She remained hospitalized for one week and was discharged on (B)(6) 2026, in the mid-afternoon. At the time of discharge, the patient reported that she was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.